Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Analysis of the device memory indicated the impedance on the rv was beyond the expected upper range. Analyst commented, on (B)(6) 2015, rv pacing impedance spiked to 2944 ohms up from a trend in the 300-400 ohm range. Beginning (B)(6) 2015, 307 ventricular sensing integrity counts (sic); premature ventricular contraction (pvc) singles counter registers 88.2 per hour and pvc runs counter registers 5.2 per hour since last session, (B)(6) 2015, which likely is incrementing counter. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead exhibited fracture, high impedance, oversensing and was explanted and replaced. No patient complications have been reported as a result of this event.